Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to clinic reporting alarms. Upon interrogation, the patient showed several low voltage alarms, speed drops, and pulsatility index (pi) events. The patient stated that the white patient cable drained batteries much faster than the black patient cable regardless of switching batteries. The patient would be given new batteries and new battery clips. The system controller would be exchanged. The event log was full of pi events on 12may2025 from 13:48 to 14:09. The data from last week had been overwritten by the recent pi events. The event log also confirmed the reported low power advisory (f13) on the black power cable starting on (B)(6) 2025 this indicated that the black power cable may have a poor connection between the battery and the battery clip. These indicated that the battery was at yellow advisory level it was confirmed that the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files; however, the reported event of premature battery depletion was unable to be confirmed. The submitted log files revealed that throughout the log the black power cable relative state of charge (rsoc) appeared to fluctuate between 1.8569 v and 3.506 v while the white power cable rsoc was ~14 v. Atypical low power advisory alarms were captured on 13:52:02 - 13:52:04 and 13:52:05. The alarms were associated with black rsoc yellow faults as the rsoc dropped below the respective alarming threshold. Pump operation was not affected. The system controller was returned for testing. Visual inspection revealed superficial damage to the black power cable. The system controller was connected to a mock circulatory loop as well as the returned modular cable (investigated separately) for an extended duration and was able to operate a pump without issue for extended operation. The reported alarms were unable to be reproduced. The controller was disassembled for further analysis. The internal wires of the power cables were measured for resistances and revealed elevated measurements in both power cables. The outer layers were stripped and revealed fluid ingress in both power cables. The observed fluid ingress is consistent with the observed elevated resistance measurements. The power cables were stripped to the internal wires, the wires were inspected and no breaches in the outer wire layers were found. The observed elevated resistances in the internal wires of the power cables could contribute to the reported low voltage alarms; however, the root cause could not be conclusively established as the reported events were not reproduced. A root cause for the reported events could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.